Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There was a bend in the shaping ribbon 6mm proximal to the tipball. The guide wire was returned in three pieces. The distal section with the coils was 39.5 cm in length, the middle section was the hypotube attached was approx 41 cm in lengthland the rest of the core was 213 cm in length. There were two core separations, one was located at the distal end of the hypotube (with the coils) the other was approx 41 cm proximal to the distal end of the hypotube. The separated core (without the coils) was corkscrewed for a length of 30 cm. There was a kink in the core 10 cm proximal to the end of the separated core (middle portion). There was a kink in the proximal end of the core 27.5 cm proximal to the end of the guide wire. There were offset and overlapped intermediate coils proximal to the center solder for a length of 2 cm. There was no other damage noted to the guide wire. The tip was tugged on to verify that the core and shaping ribbon were intact. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the device was being used off label to treat disease in the right superficial femoral artery (sfa). The patient had two previously placed stents in the iliac and distal aorta. The bmw guide wire and another company's 2.25 atherectomy device were passed through these previously placed stents. Upon retraction back through these previously placed stents, the guide wire separated in two places. Two pieces remained in the patient and required multiple snaring attempts and re-access through the popliteal to retrieve them. All parts were removed. No additional event or patient information is available.